Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Manufacturer narrative:
(B)(4). The sample and all available information was forwarded to the b.braun melsungen for further evaluation. Their report states that the sample was visually and functionally examined. Visual inspection showed one live pin was found broken out of the primary adapter; the pin was glued externally to the power supply itself and was partially bent. Signs of physical damage were also found at the housing contour of the primary adapter, indicating a fall and / or external shock may have caused the damage to the power supply. Traces similar to sander marks could be found where the pin was broken off . The primary adapter was examined via a destructive test. The material of the primary adapter was milled down with a belt sander. After a removing a little bit of the valox material, black isolation of the pins was seen. Signs of an electrical thermal short could be found in the primary adapter. The liquid blazes the trail behind the black isolation to the other live pin. This is the cause for the electrical short circuit. Based upon the results of the evaluation, this event is most likely attributed to wrong handling. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: thermal damage.